Event description:
During preventative maintenance of the device, the field service rep reported that the heater cooler failed the "pump not prime" test. Since the event occurred during preventative maintenance, there was no pt involvement during this event.